Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. The statement below was inadvertently not provided in the initial submission. Device manufacture date - unknown due to the lot number being unknown. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number - requested, not provided. Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: unknown due to unknown date. Explanted date: unknown due to unknown date. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device failed. A second angio-seal device was used without any issue and hemostasis was achieved with that device. There was no harm to the patient and the patient was reported to be ok.